Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states she is a double amputee and states the seat is cracked.